Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and was possibly fractured. It was further reported that the rv lead also exhibited loss of capture at maximum output. The physician opined that the cause may have been subclavian crush, due to the patient's very active lifestyle. The lead was capped and replaced. No patient complications have been reported as a result of this event.